Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 21-aug-2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "top of pyxis unit is unsecured; top can be opened" was resolved by the fse during the onsite visit. According to work order #01824825, the fse replaced missing screws and tightened top of auxiliary unit back into place. The report was closed. During dchu visual inspection: p/n 151903-01: the laboratory inspection confirmed that the "pcba fh cubie pmc" had thermal damage in component u300 and capacitor c301 and c302. During dchu testing: p/n 151903-01: no further laboratory tests were required due to the thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause on the original issue of "top of pyxis unit is unsecured; top can be opened" was resolved by the fse replacing missing and tightening top of auxiliary unit back into place. Additionally, the full height cubie pmc (p/n 151903-01) circuit board showed signs of thermal damage on component u300 and capacitor c302 resulting from an electrical failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the top of the pyxis unit opened, and it was unsecured. As per part investigation, it was determined that there was thermal damage observed on the component u300 and capacitor c302 of pmc circuit board. There were no delay or adverse events or injuries reported based on this event.